Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the balloon physically broke. A new device was used in order to complete the case. There was no patient injury involved. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received a device. The visual inspection of device one noted; the trocar balloon, obturator lock collar, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing of device one, the balloon was inflated, no leaks detected. The visual inspection of device two noted; the trocar balloon had a cut. The obturator lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut on the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.